Event description:
Distributor reported an issue with this freestyle meter. The returned meter was confirmed that the unit of measurement setting could be changed from mg/dl to mmol/l, and the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customer and retailers have been informed through the fa16may2006 letter.